Event description:
A malfunction alarm, identified as malf 12, was reported without any notable events preceding it. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump, assisting the caller in performing the reset, after which the malfunction did not recur. The customer continued to use the pump for insulin therapy.